Event description:
It was reported that while using the imaging system, an electrical burning smell was detected and smoke was observed in the room. The system then shut off. The system was restarted by cath lab staff, pt info was re-entered and the examination was successfully completed with no pt impact. Additional info stated that the incident was reported to the sites' biomedical engineer as "the monitor flickered and the system was rebooted." The imaging system was removed from service and sent to the MFR for eval.

Manufacturer narrative:
(B)(4). Visual inspection of the returned system discovered no damage. The system front cover was removed and no burning smell or smoke residue was noticed. The internal boards and components were carefully examined and no burn damage was noticed. The rear cover was removed, and it was noticed that a proper bulkhead with proper cutout was installed and the chassis fan power wire harness was properly routed. No damage was noticed on the fan. Next the system was connected to the power and it's primary and secondary monitors on the test workbench. The system was turned on, and it followed a normal boot up sequence. A MFR's pim and a catheter simulator were attached to the system and system imaged properly. A red vertical line was seen on the left hand side of the primary display, which connects to the dvi connector. The line was not present on the secondary display, which connects to the vga port. This suggested that internal dvi cable set up was malfunctioning. The primary display was disconnected and directly connected to the dvi splitter cable (bypassing the internal dvi cable) from the video card. No red line was seen on the primary display when system was powered up. When carefully examined, it was observed that the longer than usual stand offs were installed on the internal dvi connector, which connects to the primary monitor cable. The reported "monitor flickering" may have been caused by the longer standoffs installed on the internal dvi cable connector, which resulted in the weaker connection / contact and therefore, a poor video signal. This would not contribute to the reported event of burning smell and / or smoke. A complete disassembly of the system revealed that the 24v internal printer power supply had a burned capacitor and would have produced smoke and a burning smell. Photos of the system's filter taken at the hospital prior to the return of the imaging system to the MFR for eval revealed a clean filter. We could not conclusively determine the actual cause of the damaged components, however, this type of failure could be due to surge on the output random component failure. The MFR is now using a newer printer power supply board and the use of the power supply module vdc converter was discontinued.